Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: "check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that no drops of insulin were seen exiting the tubing during fill tubing. Reportedly, the luer lock connection was loose. The user reconnected the luer lock connection successfully. The user reported a blood glucose level of 145 mg/dl.